Event description:
It was reported that 9 days post a 90% stenosed left internal carotid artery stenting procedure, the 8 - 6 x 40mm xact stent was found to be occluded. Thrombolytics and nitroglycerin were administered and a non-abbott covered stent was implanted to open the stent. Following the procedure, the covered stent was found to be occluded resulting in a cerebrovascular accident and death. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident (stroke), thrombosis and death are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.